Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during retraction of the clip delivery system (cds), the clip became caught on the tip of the steerable guide catheter, and if were to reoccur, has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip system was prepared per the instructions for use. The clip delivery system (cds) was advanced to the left atrium. The proximal and distal radiopaque rings of the cds were distal from the radiopaque tip ring of the steerable guiding catheter (sgc) so the cds was retracted to achieve the straddling position. During retraction, the clip became caught on the tip of the sgc. The grippers were raised and lowered, and the clip was attempted to be opened, but opening was unsuccessful. Standard troubleshooting was performed, but the clip did not open. The cds was gently advanced, and the clip became freed from the sgc tip. Another attempt was made to open the clip, but was unsuccessful. The cds was removed and replaced. A new cds was used with the same sgc, without issue. One clip was implanted, reducing the mr to 2-3. After removal of the sgc, it was confirmed that there was no sgc soft tip damage. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult to remove and clip unable to open in this incident was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.